Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm) and (under 21 yrs of age at date of implantation) claim# (B)(4).

Manufacturer narrative:
Additional information; h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo_13.7 implantable collamer lens of -10.00 diopter was stuck in cartridge or injection system. There was patient contact with no patient injury. The lens was implanted and removed intra-operatively on (B)(6) 2023. A replacement lens of the same model size and diopter was later implanted and this resolved the problem. Cause reported as unknown.